Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, the left ventricular (lv) lead exhibited loss of capture. The device reprogramming was performed and the patient was in stable condition.